Event description:
It was reported that the patient presented for follow up. A device interrogation revealed recorded episodes inappropriate automatic mode switch caused by far r over-sensing exhibited by the right atrial lead. No interventions were made. There were no patient consequences.